Event description:
In the pediatric unit, an aminocaproic acid infusion was programmed to infuse at 50 ml/hr and was to infuse for 5 hours. One and a half hours after being hung, the IV bag was empty. According to the volume infused displayed on the pump, the total infused was 74.49ml. The customer stated the pump "was asking for a battery replacement". The patient suffered no ill effects, however did have laboratory testing (platelet aggregate) performed after the over infusion and was placed on telemetry monitoring in the pediatric unit. He has since been discharged home on oral amicar.

Manufacturer narrative:
(B)(4). Functional testing was performed on the returned disposable set and found it leaked from a cut approximately six inches below the slide clamp. The source of the cut was not determined. The reported over infusion was verified. Device event log review determined a basic infusion was programmed at a rate of 50ml/hr and a volume to be infused of 250ml which should have lasted for five hours. At the time the device was turned off the volume infused was displayed as 74.491ml. Visual inspection of the pump module found the membrane frame assembly was broken at the upper hinge area where the platen post is secured. As a result, the platen was unable to maintain a stationary surface allowing unregulated flow during the pumping cycle. Testing was able to replicate the report of an over infusion. The cause of the unregulated flow was the result of damage to the membrane frame assembly; however, the leaking disposable set may have been a contributing factor. Cause of the breakage is undetermined. Note: MDR #2016493-2011-00288 for the serious injury related tot he confirmed over infusion due to membrane frame assembly was submitted on (B)(6) 2011. The smartsite laser number indicates this set was built between (B)(6) 2011. The expiration date is either 01/01/2014 or 02/01/2014.